Manufacturer narrative:
(B)(4). Date sent: 9/17/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). Jaws the analysis results of the er320 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed thirteen scissored clips due to the misaligned condition of the jaws. The clips were properly fed upon evaluation. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using the device. When she was ready for the clip applier, the clip did not release properly. When the device was pulled back, the clip was hung on the tip and was pulled off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.